Manufacturer narrative:
(B)(4).

Event description:
It was reported that a volume discrepancy was observed on (B)(6) 2015. Per the pump/drug volumes reported on the unscheduled visit form, the actual residual volume (arv) returned from the pump was higher than the expected residual volume (erv). The arv was 13ml while the erv was 3.1ml. The cause of the volume discrepancy was determined to have been increased pressure in the motor compartment that resulted in a reduction in the filling of the pump tubing. The increased pressure in the motor compartment was due to dissolved gasses in remodulin passing through the silicone pump tube. Permeability of silicone tubing is a normal characteristic. Increased pressure in the motor compartment lead to a decrease in expansion of the pump tubing. Decreased volume of the pump tubing translated to reduction in the amount of remodulin infused. The amount of dissolved gas that moved from remodulin into the motor compartment was dependent on the total volume of drug that passed through the pump and the dissolved gas content of remodulin. Therefore, at a higher flow rate this happened faster. Back pressure from the catheter was a contributing factor to the declining flow rate accuracy, but lower back pressure did no eliminate the issue. No system modifications were done for the patient. The refill was conducted as per protocol. There were no patient symptoms reported. The study team continued to monitor the patient as well as all accuracy rations for patients at refills.

Event description:
Additional information later received reported that at the refill on (B)(6) 2015, the actual volume returned from the pump was higher than expected volume. The expected volume: 8.3 ml and the actual residual volume: 17 ml.